Event description:
It was reported a revision surgery of the poly insert due to rupture of posterior cruciate ligament and instability. No delay to procedure was reported.

Manufacturer narrative:
The clinical/medical team concluded, based on the limited information provided and without the return of the device for analysis the root cause of the reported rupture of posterior cruciate ligament and instability cannot be determined. Based on the information received the rash was due to contact dermatitis which started following the removal of the surgical dressing. It was also reported that the pain the patient experienced post revision was due to a retained staple following implantation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6) medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Conclusion: (B)(6): based on the limited information provided and without the return of the device for analysis the root cause of the reported rupture of posterior cruciate ligament and instability cannot be determined. However, an injury to the posterior cruciate ligament trauma cannot be ruled out. (B)(6) based on the information received the rash was due to contact dermatitis which started following the removal of the surgical dressing. It was also reported that the pain the patient experienced post revision was due to a retained staple following implantation. Neither event is due to failure of the sampn device. Approved by (B)(6), md on (B)(6) 2019.